Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lumps and discoloration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of skin irritation and skin discoloration: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ induration or nodules at the injection site. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect).

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the nasolabial folds and the mental crease. The patient developed lumps straight after the injection and did not go down. Patient was given a light massage post injection and the capillary refill was less than 2 seconds. About a month later, the patient was reviewed by another injector. The patient had superficial lumps of the product in the skin and the patient was not happy. The patient was given another massage and patient had noted also massaging the area as well. It was noted that "perhaps, not only lumps but discolouration" have resulted in permanent damage.